Manufacturer narrative:
The reported event was inconclusive because no sample was returned. Baw7667062 rev 0 was reviewed for this investigation. The labeling is found to be adequate. Dfmea #ra2800004, revision 14, was reviewed for this investigation. The reported event is addressed in step #4 in page 3. Based on this review the risk is within the expected range. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is reported that they were using arctic gel pads to control fever pads and applied 15apr and 16apr mid-day, observed that the pads were not concerns adhering to skin. Manufacturer indicates 5-day length of use. Required pad replacement in order to continue therapy. No apparent harm. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is reported that they were using arctic gel pads to control fever pads and applied on (B)(6) and (B)(6) mid-day, observed that the pads were not concerns adhering to skin. Manufacturer indicates 5-day length of use. Required pad replacement in order to continue therapy. No apparent harm. It was unknown what medical intervention was provided.